Manufacturer narrative:
Title: perioperative outcomes of ligasure versus standard ligasure technique among overweight and obese women undergoing abdominal hysterectomy: a randomized clinical trial source: journal of gynecologic surgery volume 37, number 4, 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a study compared compare outcomes of ligasure (ls1200) versus standard ligature technique among women undergoing abdominal hysterectomy between january 2018 and january 2020. There were 90 patients in the study: 45 in the ligasure group (group ii) and 45 in the traditional technique group (group I). Ligasure group had intraoperative mean bleeding (270.44 ml).